Event description:
It was reported that an issue with the catheter occurred. The 95% stenosed target lesion is located in the severely tortuous and severely calcified distal left circumflex artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen went black, and nothing was displayed. The tip got trapped, causing the shaft to look like a coiled paper and became separated. It was confirmed that the device got stuck in the lesion. The device was removed completely from the patient without any issues. The procedure was completed with another of the same device. There were no patient complications reported.